Event description:
It was reported that during a da vinci- assisted benign hysterectomy surgical procedure, the wire at the tenaculum forceps instrument tip was cut. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that no fragment fell inside of the patient. The procedure was delay for 5 minutes and the customer completed the procedure with a back up instrument. The patient has not returned to the hospital. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cables, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The tenaculum forceps has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.